Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient experienced withdrawal symptoms which included sweats, nausea, vomiting, diarrhea, pain, agitation, palpitations, coldness, clamminess and the patient felt "loco". The patient was treated and released by the ER. A critical pump alarm was sounding. The pump was interrogated in the clinic and two motor stalls were noted; the first was in 2009 with a recover in 9 minutes, the second stall was aprox 12 days later, and there was no motor stall recovery noted. It was noted that the motor stall occurred while the patient was "hand wanded by security". Pump volumes were checked and a discrepancy was noted. The pump was replaced; it was noted that roller ball on pump after explant confirmed no movement at all. The device system was used to deliver fentanyl and clonidine.